Event description:
It was reported that images produced from the s8-3t tee probe were non diagnostic which could lead to compromised pt care.

Manufacturer narrative:
(B)(4). This issue was reported under 21cfr806, z-2062-2011. There have been no reports of adverse events resulting from this issue. It is not known if the defective probe was observed during clinical use or as a result of following instructions for inspection provided in the fsn as part of the recall.